Manufacturer narrative:
Reported event was confirmed by review of the sticker sheet. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to off-label/unapproved use and incorrect preparation of the device for use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that during a knee arthroplasty, the surgeon implanted a right side device in a left knee. No issues have been noted since procedure.